Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during use of cs300 intra aortic balloon pump, assistance with multiple alarms gas lossalarm. User attempted to restart therapy with each alarm, but it had been in standby for 10 minutes. Help screen or iab fill key troubleshooting wa not used by user. The esp personel reviewed troubleshooting which resolevd the alarm. The auto r-wave deflate alrm was discussed and also unable to update timing alarm was also reviewed by the esp personel. The esp personel had asked user to call in case of any further questions raised. No harm or injury reported.